Manufacturer narrative:
Pump passed the displacement test however failed in backlight verify during self test due to el panel defect noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the backlight of the insulin pump was not working. The customer's blood glucose level was 6.2 mmol/l. The insulin pump will be returned for analysis.